Event description:
It has been reported to philips that frontal stand intermittently loses power, resulting in loss of motorized movements. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that intermittently the geometry powered off. Troubleshooting actions showed a problem with the amc drive unit. The fse replaced the amc drive unit and returned the system to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry positioning issue due to intermittently power failure. Review of the system log file showed an issue with faulty amc triple servo drive. Fse replaced the amc triple servo drive. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.